Event description:
It was reported that due to the patient¿s size, the pump could not be filled. In addition, the patient was very hard to transport to the health care provider (hcp)¿s office for refills. The pump was empty at the time of report, and due to the filling issues, the patient was considering turning the pump off. It was later reported that the patient¿s family decided not to turn the pump off and would try to attempt refill again. The pump device was used to deliver compounded morphine and compounded baclofen. It was later reported that the main drug in the pump was either morphine or dilaudid. The patient was ¿obese¿ thus the hcp was unable to access the reservoir. The hcp was planning to attempt another refill under fluoroscopy within the week of 09/12/2013, and if that attempt was unsuccessful the pump was to be turned off.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).